Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump medications did not fully administer following a downstream occlusion during therapy in the outpatient pain clinic. They run IV fluids with the primary at 90 ml/hour, vtbi is 45 ml. The patient was connected during this event, and clinicians reported that they are administering ketamine as a secondary infusion. It is built as a variable in the mdl and the dose is patient specific. The secondary infusion begins and runs to completion without any alarms. It then transitions back to the primary and when the "infusion complete" alert sounds, they report that nothing has infused from either bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of downstream occlusion was not reproduced. A review of the event history log (ehl) revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted. During flow accuracy testing, the device delivered within intended range. A review of the event history log (ehl) revealed infusions without any abnormalities. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.